Event description:
It was reported that the device worked on and off while testing it - it worked for one breath and then the breathing alarm started. No patient involvement was reported.

Manufacturer narrative:
One unit was returned for investigation. Upon physical inspection, it was found that the complained issue could be duplicated. DHR review was done, no issues related to the original complaint were found.